Event description:
The manufacturer was notified by a durable medical equipment (dme) supplier that an end user reported seeing a power supply to a remstar continuous positive airway pressure (CPAP) device "sparking". The dme retrieved the power supply from the end user and noted melting had occurred to the power supply and power cord. There was no thermal damage reported to the CPAP device itself. There was no patient harm. The CPAP device remains with the end user and it is functioning properly. The manufacturer received the power supply from the dme and confirmed there was thermal damage to the power supply and ac power cord. The power supply and ac power cord were forwarded to supplier quality for further investigation. Upon completion of the investigation a follow up report will be filed.